Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received missing the end cap sticker and had minor scratches on the display window.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 121 mg/dl. Customer stated that she had the pump in the back pocket and was driving. Customer stated that her wire is long and the only place she can put it is in her pocket. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.